Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system has a history of untreated over-sensed electrode noise. However, recently, the patient was asleep and a single inappropriate shock was delivered due to over-sensed noise. Boston scientific technical services (ts) was contacted and discussed that the noise was most likely sense b artifact noise, not myopotential noise. Ts provided reprogramming options and recommended close follow-ups. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system has a history of untreated over-sensed electrode noise. However, recently, the patient was asleep, and a single inappropriate shock was delivered due to over-sensed noise. Boston scientific technical services (ts) was contacted and discussed that the noise was most likely sense b artifact noise, not myopotential noise. Ts provided reprogramming options and recommended close follow-ups. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported. Additional information was received that this patient was admitted to the hospital after receiving three additional inappropriate shocks. The patient was evaluated the day after admission and the presenting subcutaneous electrocardiogram (secg) was rather broad. Review of some previous secg's in comparison to the time of admission appeared to show the patient has developed a complete bundle branch block which has compromised the vector. The patient now meets the criterial for cardiac resynchronization defibrillation (crtd) therapy. The sicd was explanted and replaced with a crtd system. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was subsequently explanted and is expected to be returned for evaluation. This investigation will be updated should further information be provided. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.